Event description:
Reference number (B)(4). Event occurred in the united states. On 30/jun/2024, it was reported that the patient encountered infusion set cannula was dislodged on his left side within 3 or more hours of insertion which led to high blood glucose level of 400mg/dl. The insertion site was at abdomen under belly button. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient regularly rotated the site location. No further information available.